Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not have a v-locking version of the power cord for the mobile power unit. The patient required a replacement to upgrade to a power cord with a v-lock.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the mobile power unit (mpu) is being evaluated for a product exchange. There were no issues reported with the mpu and the mpu was not returned for analysis. The ac power cord was exchanged in accordance with a corrective and preventative action (CAPA) regarding the ac power cord on the mpu. The CAPA was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. The CAPA implemented a straight v-lock connector due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. Additional information provided on 22mar2023 stated that the mobile power unit (mpu) was removed from service and will not be returning. It was denied that the mpu was put into service without the v-lock connector, that the patient has been using the mpu without the v-lock connector. Additionally, it was stated that there were no issues with the mpu. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: mpu-34004) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Additionally, the mpu was shown to have been manufactured and assembled with a v-lock connector power cord. No further information was provided. The manufacturer is closing the file on this event.g

Event description:
The mpu was not put into service without the v-locking power cord.